Event description:
It was reported that the intraocular lens was explanted one (1) day post operatively due to the doctor selecting the wrong diopter. The lens was removed with no incision enlargement and no patient injury reported.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. The evaluation revealed the iol was cut in two pieces across the optic precluding measurement of the diopter. The condition of damage of the explanted lens precluded being able to measure the diopter. A review of the manufacturing records for this iol revealed the lens diopter measurement was 17.0d and within manufacturing specification. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information that changes the facts and/or conclusion of this report become available, another supplemental report will be submitted.

Manufacturer narrative:
Device evaluation has been started; however, to date has not been completed. The explanted intraocular lens has been returned for an evaluation. A visual inspection of the device revealed that the lens appears torn in half and there is evidence of ophthalmic viscosurgical device (ovd). The lens has been sent to abbott medical optics manufacturing site for further evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information that changes the facts and/or conclusion of this report be received, a supplemental report will be submitted. (B)(4): placeholder.